Event description:
It was reported the atrial lead impedance and sensing was within normal limits prior to the system upgrade. After the upgrade the atrial lead impedance and sensing was found to be low due to suspected damage. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, all insulation was torn, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.